Event description:
Patient reported being in alternative treatment since she went to the ER. Patient reported that on (B)(6) 2014 in the afternoon, she changed the insulin cartridge and then on the morning of (B)(6) 2014, she saw an air bubble and at noon she changed the insulin cartridge again and the infusion set. Patient stated during the change, she could hear a strange noise while the piston rod was rewinding. Patient reported in the afternoon she felt sick and went to the ER with a blood glucose reading of hi; treatment received was not provided. Patient's normal blood glucose range was not provided. Patient stated that the piston rod does not work correctly and has caused hyperglycemia. Patient alleges the infusion device does not administer insulin properly. No further information is available. Requested return of the alleged infusion device.

Manufacturer narrative:
The event occurred in (B)(6).